Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device software error, motor error alarm and motor position encoder error alarm on the insulin pump. Customer's blood glucose level was over 260 mg/dl. Troubleshooting for motor error alarm was performed. Customer advised during the rewind process they received a motor error alarm and possibly a software error as well. Customer reported a motor position encoder error alarm in addition to the motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement test or verify other alarms due to the motor error alarms. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.